Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg was inoperable. Patient had not charged or used the ipg for over a year. As a result, surgical intervention was taken on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored postoperatively.